Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation on the device. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture, baker grade iii".

Event description:
Healthcare professional reported, "capsular contracture, baker grade iii". This record is for the left side. Device has been explanted.